Event description:
Pt went to e.r. For heart related symptoms and had device implanted. Discharged home 4 days later. The following morning they passed out but then felt better. The next day the pt was found dead on bathroom floor by spouse. Before pt discharged from hospital, spouse noticed skin lesions on back and shoulders.